Event description:
Doctor was doing endovascular procedure using bard crosser device to go across large lesion in the femoral artery, withdrew catheter, device looked chewed up, after taking another picture she noticed something in the picture. Used snare device with angio and withdrew piece of crosser device out of pt.